Event description:
It was reported that an extreme decline of auditory performance of the pt was observed by the guardians one week ago. History of head trauma is denied by guardians and problems of outer devices are excluded. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.